Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was pain at the ins site. Pt denies falls, trips or accidents. Pt states she is having pain where her battery is. Upon physical inspection it appears that her battery is now slightly tilted, causing for half of the battery to be pressing up on the inside of the pocket when the pt sits. Pt states that pocket pain irritation is radiating from the pocket out around the side towards her abdomen. Pain present when device is off. Physician updated. Pt also states recharger paddle not finding battery easily, disconnects in the middle of a charging session and gets hot. Visible inspection shows two large cracks in paddle. Pt directed to call patient services to receive replacement recharger.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.